Event description:
The core oscillating saw was returned after the account received their own handpiece back from repair. Upon evaluation at the manufacturer, the blade mount fell apart and the blade flew out when running. There was no patient involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete.